Event description:
It was reported that the pt had an overdose. The pt stated that she had been experiencing overdose symptoms "for a while." The pt's pump flipped and moved within the pocket. The pt's symptoms were drowsiness and the pt cannot breathe when she lies down to sleep, so she has to sleep sitting up. The drug in the pump at the time of the event was hydromorphone. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).